Event description:
Lead extraction procedure to remove two (ra and rv) abandoned leads. Patient had extensive comorbidities that necessitated the procedure. The ra lead was extracted with moderate effort. Attempts to remove the rv lead began with use of a 14f glidelight device; due to stalled progression in the innominate/svc region, the physician upsized to a 16f glidelight device. During attempts to remove the rv lead, patient's blood pressure dropped. Rescue efforts commenced immediately; however despite complex efforts to save the patient, the patient died. Although not confirmed, the physician suspected a tear occurred high in the svc or in the innominate/subclavian region.